Manufacturer narrative:
The device was manufactured from october 1, 2020 - october 2, 2020. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed a clear particle located in the tubing line. The actual size of the particle could not be determined; nor could it be determined if the particle was embedded or in the fluid path by inspection of the photographs. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in the tubing of a folfusor lv (large volume). The device had been filled with fluorouracil. The event occurred while still in the pharmacy, prior to patient use. There was no patient involvement. No additional information is available.